Event description:
It was reported that the patient had high lead impedance. There was not reported trauma (impact, falls, car accidents, etc) to the area around the vns. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Patient received a successful lead revision surgery. The device was discarded. Image of explanted lead received showing the potential break occurred immediately below the anchor coil.

Event description:
Information was received that the patient is experiencing pain in the neck. The patient also has redness that comes and goes at the lead site. Patient was in clinic and it was noted that the lead was broken and electrodes migrated to the generator pocket. No trauma has occurred. However, the physician believes the patient manipulated the device. Ap chest and neck x-ray was received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin being appeared fully inserted and the filter feedthru wires were intact. The lead was observed in the patient¿s neck and a gross fracture was observed just after what appears to have once been the strain relief bend. In the chest, the wires are coiled and twisted around the generator indicating that the patient was a twiddler and manipulated the device. There is one tie-down present. The cause of the patient¿s high impedance pain and lead migration is due to patient manipulation of the device based on the images provided.

Event description:
Reports pain at implant site with a start date of (B)(6) 2023 probably related to the implant procedure, stimulation, and device. The event is recovered/resolved.